Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd and mild ongoing dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure linx device implantation occurred without issue on (B)(6) 2015 by dr. (B)(6). Patient had an esophagogastroduodenoscopy (egd) with achalasia balloon dilation and no hiatal hernia was identified. The patient's reflux "has been controlled, but she has had significant dysphagia that has not responded to endoscopic dilation." Device explant due to ongoing gerd and mild ongoing dysphagia occurred without issue on (B)(6) 2018 by dr. (B)(6). A fundoplication was performed at the time. Device was found in the correct position/geometry.